Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the infusion site. The customer's blood glucose level was 454 mg/dl with ketones. The customer changed the infusion site and administered a correction bolus. Tandem technical support performed a system check and found that the cartridge needed to be changed. Reportedly, the customer had used the humalog for more than 48 hours.